Manufacturer narrative:
A review of the device history record for strattice lot sp100252 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 01/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿repair of paraesophageal hernia¿ surgery and was implanted with a strattice device lot ¿sp100252-018¿ on (B)(6) 2015. The patient underwent a ¿repair of recurrent paraesophageal hernia with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿permanent physical, emotional and financial harm. The failure of the mesh caused chronic pain, adhesions, mesh migration, and a hernia recurrence which required an additional surgical procedure during which plaintiff's strattice implant was removed. Plaintiff continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of [their] strattice hernia mesh implant. Plaintiff reserves the right to supplement and/or amend this response as discovery and investigation are ongoing.¿ the form lists the conditions that were treated were ¿adhesions, mesh migration, hernia recurrence, severe pain and all other conditions identified in [the surgeon¿s] records, incorporated by reference.¿ in approximately 2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard: phasixst, huhn0497¿ on (B)(6) 2023. The form indicates that the device was revised or removed on an unknown date due to an unknown reason. As reported in the initial: limited information was reported through a legal event that a patient was implanted with other strattice noted as pliable on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with other strattice noted as pliable on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.